Manufacturer narrative:
(B)(4). Suspect medical device components involved in the event: model #: sc-2218-50, serial # (B)(4), description: linear st lead, 50cm. Model #: sc-4316, lot #: 17669395, description: next generation anchor kit-sterile the explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing discomfort at the location of the ipg pocket site. The patient underwent an explant procedure. No device malfunction was suspected.